Event description:
It was reported that a spectrum iq pump air in line sensor was bad. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history identified air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified however evaluation observed the ultrasonic sensor to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.